Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material inside the nozzle and bending section cover could not be determined. It was confirmed that there were no deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was found at the locations where foreign material was present. The instruction manual states the detection method associated with the event in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, operation manual chapter 3 preparation and inspection and preventive measures in gastrointestinal videoscope, gif-lv1, colonovideoscope, cf-lv1l, cf-lv1i, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.